Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a "very" calcified and "very" tortuous right coronary artery. A 8x3.00 omega bare metal stent was selected and advanced to treat the target lesion but was unable to cross. Upon retrieval the stent came off from the balloon inside the artery. The physician carefully pulled on the delivery system and removed it from the patient including the dislodged stent. The stent was still on the delivery system but was proximal from the balloon. There was no further intervention needed. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.